Manufacturer narrative:
(B)(4). Results: yielded jaws the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition; in addition they were noted to be misaligned. A bag with one unformed clip and three malformed clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon testing, the device was cycled and fed and formed ten scissored clips, and then the remaining clips were formed as intended. In addition the device locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device didn´t function due to the staplers, at the moment to take the cystic, going out crooked and did not staple. There was no damage reported in the patient's tissues. The doctor ensured the cystic and the hospital gave a new device of same code to continue with the procedure. There were no adverse consequences for the patient.